Event description:
During the surgery the spring positioner of the broach handle broke off and fell into the patient wound. No consequence for the patient and surgery completed successfully. Ref. MFR # 3005180920-2013-00157.